Event description:
Clinical study. Same patient as 6000089-2007-00957, 6000089-2007-00951. It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi), and the next day, the patient expired. Lesion 1 was located in the proximal circumflex (prox cx). The physician treated the lesion with placement of a monorail express2 3.0x12mm study stent. Lesion 2 was a 70% stenosed, portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with placement of a 3.0x32mm monorail express2 study stent. Lesion 3 was a 100% stenosed portion of the mid left anterior descending (mid lad) artery. During the procedure, the patient developed cardiac shock. Intubation mechanical ventilation, katecholamines and iabp were necessary. Ventricular fibrillation happened and was stopped by defibrillation. The coronary angiography was stopped and the patient transferred to the intensive care unit. Three days after the initial procedure, the patient experienced a mi. Coronary angiography was performed with pci. Condition of the patient could not be stabilized, he suffered from prolonged cardiogenic shock and expired the next day. The patient presented for initial treatment with an acute myocardial infarction.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.